Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 346 mg/dl, 253 mg/dl, 188 reporter alleged obtaining the results of 346 mg/dl, 253 mg/dl, 188 mg/dl, 218 mg/dl and 131 mg/dl back to back within 10 minutes on the mg/dl, 218 mg/dl and 131 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that he washed his hands right adverse event reported. Reporter stated that he washed his hands right before obtaining the last result. A request was made for the return of before obtaining the last result. A request was made for the return of the affected product. The affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 346 mg/dl, 253 mg/dl, 188 mg/dl, 218 mg/dl and 131 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that he washed his hands right before obtaining the last result. A request was made for the return of the affected product.